Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. Following a successful deployment of a taxus express2 3.0x24mm drug eluting stent in a moderately tortuous, 90% stenosed diagonal brnach-lad, the physician attempted to withdraw the catheter shaft and met resistance. The balloon was fully deflated. The physician tried to pull it back several times which consequently pushed the guide catheter forward into the lad. After pulling back with much force, the catheter shaft was able to be withdrawn. The stent was post dilated with a quantum 3.5x12mm balloon. There was a dissection at the distal edge of the stent. A taxus 3.0x8mm stent was used to treat the dissection. No pt complications were reported.